Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 9mm and a 8mm neck diameter. The height was 9mm, neck was 8mm, and width 7mm. The landing zone was 3mm on the distal side and 4.4mm on the proximal side. It was noted the patient's vessel tortuosity was severe. It was reported that the stent deployed 80%. Went to recapture and didn't allow a full recapture to reposition stent more distally. Then pivoted to deploy in the same position. Then proceeded to bunch stent to open once 70-80% deployed. Fully deployed stent and proximal end not well apposed. "Buddy" wire used (synchro 300 soft). The middle part of the pipeline was positioned in a bend. The pipeline was resheathed "less than or equal to 2 times." Balloon angioplasty was performed, the pipeline was not removed from the patient, full wall apposition was not achieved, and no ballooning was required for tapering or to ensure wall apposition. After some time the wire achieved access into the stent with sl-10 over it. Exchanged sl-10 for balloon. Balloon couldn't pass proximal end of stent. Stent opened proximally enough as photos show. Then exchanged transform for phenom 027 and placed pipeline shield 450-20 which worked and achieved good flow past aneurysm. First stent not fully apposed proximally as photo shows. The pipeline was not used for an indication that is not approved (off-label) and it was prepared as indicated in the IFU.  Ancillary devices include a neuron mac guide catheter, phenom 027 and navien 058 microcatheter, si-40, and transform 4x10.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-78210), ruler (m-83361), pin gauge sets (m-84083, m-84081), camera (panasonic lumix dmc-zs5) as found condition: the pipeline vantage pusher and phenom-27 micro catheter were returned for analysis within a shipping box and within two sealed plastic biohazard pouches. Visual inspection/damage location details: the pipeline vantage pusher was found kinked at ~1.6cm from the proximal end. The hypotube was found unstretched and undamaged with the ptfe shrink tubing still intact. No damages were found with the distal marker, re-sheathing marker or with the proximal bumper. The pusher was found kinked at the advance resheathing mechanism. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found intact. Dried blood was found on the dps sleeves and tip coil. No damages or irregularities were found with the phenom-27 catheter hub. The distal ~2.4cm of the phenom-27 micro catheter was found kinked. The distal tip and marker band were found flattened. The pipeline vantage braid was not returned for analysis as it remained within the patient. Testing/analysis: the phenom-27 micro catheter total length was measured to be ~158.9cm and the usable length was measured to be ~152.2cm, which is within specification (specification: total (ref) = 156.5cm, usable = 150cm ± 5cm). Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open proximal¿ could not be confirmed as the braid was not returned. Possible causes for incomplete open are patient vessel tortuosity, damaged braid, braid improperly size to anatomy, braid overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents or inappropriate anatomy. Customer reported middle part of stent was positioned in a bend, pipeline was resheathed less than or equal to 2 times, and patient vessel tortuosity as severe. There is no indication that the event is related to a potential manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.